Event description:
Suture: j&j, ethicon pdsii, (B)(4). During the surgery, surgeon reported that suture was breaking. Expiration on suture is 01/2015, lot number: cdm649. Notified vendor and purchasing dept of hospital.